Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The pod generated an 0x18 empty reservoir alarm; visual inspection of the reservoir confirmed that it was empty. Damage was found at the 90-degree bend and on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract. No blood was observed on the device, although the reported symptom may be attributed to the exposed needle. No issues were found that would affect the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for 4 to 24 hours before the issue was realized. The patient's blood glucose levels reached high, over 500 mg/dl.